Event description:
It was reported the insulin pump stopped working. Up arrow was stuck and the numbers were ramping. Customer's blood glucose was 11.7mmol/l. Customer did not recall any significant events that may have caused the keypad issues. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to flatten dome switch in all the buttons. No numbers ramping up noted. The device had cracked display window corner and cracked reservoir tube lip.